Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited episodes of lead noise. On (B)(6) 2019, the physician implanted another lead to use as a pacing and sensing lead. The existing lead remained implanted and in use for high voltage therapy. The patient's condition was stable.